Event description:
It was reported that patient underwent a comprehensive reverse shoulder procedure on (B)(6) 2015. During the procedure, it was noticed that the screwdriver head was worn away and did not function as intended. The comprehensive baseplate reamer was used in place of the screwdriver, however, it was too blunt to properly ream the glenoid. No other instrument could be used except this reamer, therefore the surgeon had to put in the implant as is. This resulted in a delay of thirty minutes.

Event description:
It was reported that patient underwent a comprehensive reverse shoulder procedure on (B)(6) 2015. During the procedure, it was noticed that the screwdriver head was worn away and did not function as intended. The comprehensive baseplate reamer was used in place of the screwdriver, however, it was too blunt to properly ream the glenoid. No other instrument could be used except this reamer, therefore the surgeon had to put in the implant as is.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted the root cause of the event was most likely due to misuse and excessive force, and/or not inspected for wear and disfigurement prior to use, which may have prevented the use of the instrument and its failure.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report is number 1 of 2 MDR's filed for the same event (reference 1825034-2015-02295 and 02302).

Manufacturer narrative:
Event description - a delay of thirty minutes occurred during the procedure.